Manufacturer narrative:
The pmb (power management board) was replaced to fix the reported issue. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, "internal failure system may shutdown' error on display. There was no reported patient involvement.